Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that while using a simulator, the device was in AED mode and the user pressed the shock button to shock a shockable rhythm when the service light came on and the device logged an event code. There was no patient use associated with the reported event. Upon evaluation of the customer's device and the device's electronic records, physio-control observed that the device did not charge and deliver energy into the simulator.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was not able to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was retunred to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while using a simulator, the device was in AED mode and the user pressed the shock button to shock a shockable rhythm when the service light came on and the device logged an event code. There was no patient use associated with the reported event. Upon evaluation of the customer's device and the device's electronic records, physio-control observed that the device did not charge and deliver energy into the simulator.